Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient underwent an fsa intervention on (B)(6) 2014. The sheath broke off in the patient and patient had to be taken to surgery to remove the part that remained. Additional information has been requested but not yet provided by the reporter.